Event description:
This is being filed as the clip (40414u102) became caught in the chordae and was difficult to remove. Although there was no adverse patient effect, this event has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the first clip (40414u102) was prepped for use with no device issues observed. There was no difficulty visualizing the clip during the procedure. The mitral leaflets were described as being tethered and grasping of the leaflets with the clip was difficult. When the clip was in the left ventricle, there were no unexpected movements of the clip delivery system (cds). However, after the clip was moved a little to the lateral side, it became caught in the chordae close to the lateral commissure and the clip could not be moved. After 30 minutes of "heavy movements", the clip was freed. Although there were no defects observed in the leaflets or device issues with the clip, due to the heavy movements that was applied to the device, it was decided to remove the cds from the anatomy. Another two clips were successfully implanted on the leaflets, but there was not enough change in the mixed mitral regurgitation (mr) to change the mr grade 4. A fourth clip (40414u125) was used. The fourth clip was positioned laterally to the two implanted clips. After two attempts to grasp the leaflet with the clip, an optimal grasp (close to 60 percent) was made and the jet was reduced. There was no difficulty visualizing or placement of the clip.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. The difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that there no difficulties with visualization of the clip; however the mitral leaflets were described as being tethered which resulted in the leaflets being difficult to grasp. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency. Reportedly, while the clip was in the left ventricle, there were no unexpected movements of the cds; however when the clip was moved to the lateral side, the clip became caught in chordae. It is likely that the clip was moved to the lateral side in an attempt to better position the clip to achieve sufficient grasping; due to this movement the clip became caught in the chordae. A review of the complaint-handling database identified no other incidents for the reported lot for the reported failure to adhere or bond and difficult to remove clip from chordae. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, the reported difficulty removing the clip from the anatomy was likely related to procedural conditions, and there is no evidence of a product quality deficiency.

Manufacturer narrative:
(B)(4). Event description continued: there were no problems noted while performing the leaflet assessment. However, after complete closure of the clip, the jet returned and the posterior mitral leaflet (pml) detached from the clip. An unidentified structure was seen in the clip. The clip was opened and the structure hung onto the pml and it was clearly observed that the pml was torn. The physician thought the structure may have been a part of the torn leaflet and it appeared to be securely attached to the leaflet. The fourth cds with the clip was removed from the anatomy. Post procedure, the mr grade remained at the preprocedure grade 4. No additional medical treatment was administered due to the torn leaflet. One day post procedure, the patient was stable and well. Per the physician, this event was procedure related and not device related. No additional information was provided. The clip delivery system was reported as being discarded. The investigation is not yet complete. A follow-up report will be submitted with all relevant information. The clip delivery system (40414u125) referenced is being filed under another medwatch MFR number.